Event description:
I was treated for a 75% occluded right carotid artery on (B)(6) 2019 at (B)(6) hosp. The surgery was uneventful and I returned home the next day. When I removed my dressing (as directed by the dr), the wound was closed. The next day (monday, (B)(6) 2019) the wound opened up and "wept", with both blood and fluid draining from the wound. I returned to my surgeon dr (B)(6) of (B)(6) in (B)(6). He advised me to keep the wound covered until it closed. I did so, changing the dressing twice a day until wound closed on thursday. (B)(6), I experienced some intense itching at the wound site, but only briefly. I routinely take benadryl, zyrtec, allegra, and claritin (in the generic forms) for other allergies, so this probably helped. The medical records from my surgery (in the form given to me) state only that "skin glue" was used to close the wound. Since I had previous surgeries (tubal ligation and partial hysterectomy) that were closed with a skin glue, I wondered if I was allergic to skin glue. I was tested with a skin patch test by dr (B)(6) of (B)(6). Dr (B)(6) advised me that I am allergic to thermisol and probably octyl cyanoacrylate - which is the assumed ingredient of dermabond. Perhaps a warning to surgeons about the possibility of pts being allergic to this skin glue would be helpful? Especially for pts who have been sensitized by previous surgeries? I also feel concerned because the wound opened back up, leaving me more vulnerable to infection. Obviously, for any more surgeries in my lifetime, I will request a non-glue closure. I am not certain if skin glue (such as dermabond) is a product or a medical device. Please put this complaint in the correct category for me. Thanks. Unk, I was anesthetized. Date the person first started taking or using the product: (B)(6) 2019; date the person stopped taking or using the product: (B)(6) 2019. Reason for use: to close a surgical wound.